Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; patient was reported to be (B)(6). The actual run-through ns sample, an involved micro catheter (micro catheter), and a competitor's balloon catheter (balloon catheter) was received for evaluation. Based upon the evaluation results of the actual sample on 09oct2019 the event was deemed reportable. Visual inspection revealed that the actual sample had two kinks on the shaft at approximately 1650mm and 1680mm from the distal end. The balloon catheter had been broken off at approximately 400mm from the distal end of the hub and separated in two pieces. The distal piece had been stuck in the micro catheter and distal 310mm was protruding from the distal end of the micro catheter. Visual inspection found the coil and the niti core wire on the distal segment had been broken off. The length from the joint point between the stainless-steel coil and niti core wire to the distal broken end was measured to be approximately 240mm. Compared to that of a factory-retained current product sample, which was 250mm, the distal 10mm was conceivable to be deficient and missing. Magnifying inspection found the coil had been frayed and stretched on the segment from the distal broken end to the stainless-steel coil and niti core wire joint point. Since the coil had been frayed, the exact missing length of the coil could not be confirmed. X-ray fluoroscopic inspection revealed that the missing distal piece of the actual sample was located inside the micro catheter at approximately 800mm from the distal end of it (approximately 1110mm from the distal end of the balloon catheter). Based on this, it is conceivable that the actual sample became broken in two inside the balloon catheter while the balloon catheter was placed in the micro catheter. This infers that there is no missing piece remaining in the patient body. In addition, it was found that the proximal end of the distal piece of the balloon catheter was located at approximately 920mm from the distal end of the micro catheter (1230mm from the distal end of the balloon catheter). X-ray fluoroscopic inspection revealed that the coil of the actual sample had been misaligned on the segment at approximately 810mm from the distal end of the micro catheter (1120mm from the distal end of the balloon catheter). X-ray fluoroscopic inspection revealed that the joint between the platinum coil, stainless steel coil, and the niti core wire was found located at approximately 830mm from the distal end of the micro catheter (1140mm from the balloon catheter). The coil had been misaligned on the segment adjacent to the joint point. Electron microscopic inspection of the fracture surface of the niti core wire revealed that the dimples had been generated. Electron microscopic inspection of the fracture of the niti core wire revealed that the core wire had become diminished toward the fracture end with the fracture end being in a diagonal shape. The thickness of the niti core wire was measured on the segment adjacent to the fracture and confirmed to be comparable to that measured at approximately 10mm from the distal end of a factory-retained runthrough ns sample of the same product code. Actual sample: 0.030mm, retention sample (at approximately 10mm from the distal end): 0.030mm. Reproductive testing was performed; a retention sample from the involved product code was prepared. With the distal 10mm being trapped, the test sample was subjected to pulling force. The niti core wire located underneath the platinum coil got broken off. Further pulling force to the test sample caused the platinum coil to become frayed and broken off. Electron microscopic inspection of the broken surface of the niti core wire revealed that the broken end became diminished and diagonal. This state is found to be similar to that on the niti core wire of the actual sample. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: when selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was trapped in the balloon catheter possibly due to misaligned coil on the actual sample; in attempts to release the trap, excessive pulling force was applied to the actual sample; this caused the niti core wire to become broken off; subsequently, in the course of withdrawal, the coil became elongated, frayed, and broken off finally. As a cause of the misaligned coil on the actual sample, it is likely that the distal end was once trapped due to some factors and then subjected to excessive torque force. However, with no technical information on the competitor's balloon catheter, the cause of the fracture on it could not be clarified, and the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the run-through wire became stuck in the balloon microcatheter; likely due to shaping of wire with clamp. The doctor was made aware that this may compromise the coating on wire; however, proceeded and she admitted this was likely the cause of wire becoming stuck. The patient's condition was stable, and rebooked. Additional information was received on 16aug2019. The procedure was a transradial tace, with assistance via occlusafe occlusion micro balloon.